Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster ® cs catheter with ez steer® technology and auto ID and suffered possible myocardial infraction (mi) requiring surgical intervention. During the procedure, myocardial infraction was discovered by the anesthesia vitals. The caller reported that the mi has not been confirmed yet. The medical intervention provided was a balloon pump and a cardiac catheterization. After cardiac catheterization, the result was negative. The patient was reported in stable condition. The procedure went forward as scheduled. It is suspected that patient had coronary event at beginning of procedure that then resolved. Ablation was not performed during the case. No issues were attributed to equipment or procedure. The procedure was completed as it was originally intended. There¿s no information regarding extended hospitalization or physician causality opinion.